Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer detected off the bus the customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer detected off the busthe customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that main drawer 2.1 had not been detected on the bus, and multiple duplicate pocket errors had occurred. A field service engineer (fse) reseated the row board cables and all cables on the back of the drawer. The station was restarted. The hardware test application (hta) tool was run. The station was restarted again, and the fse assisted the customer with recovering the failed pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.